Manufacturer narrative:
The customer reported that their central nurse's station (cns) did not alarm for a low spo2 (22). The patient was monitored on a bedside monitor (bsm), which did alarm. No harm or injury was reported. The customer will be sending their cns logs for further investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following bsm was used in conjunction with the cns, but did not experience a failure: bsm - model: mu-651ra, s/n: (B)(4), approximate age of the device: 57 months, device manufacturer date: 07/17/2015, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their central nurse's station (cns) did not alarm for a low spo2 (22).

Event description:
The customer reported that their central nurse's station (cns) did not alarm for a low spo2 (22).

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) did not alarm for a low spo2 (22). The patient was monitored on a bedside monitor (bsm), which did alarm. No harm or injury was reported. The customer sent the cns logs for review and further investigation. Service requested: troubleshooting. Service performed: analysis of the cns log files: both the cns and bsm were set to alarm at 86. From the log analysis, nkc observed an entry around 15:00 on (B)(6) 2020, for a "warning" level alarm. It is possible that the alarm for spo2 and the resp (apnea) occurred at the same time. Additionally, there was a log entry that confirmed the alarm release operation was performed multiple times. Nkc also observed the time zone in the log had shifted. There is not enough information to conclude whether spo2 alarmed or not. Investigation summary: the root cause of the issue could be attributed to user error of inadvertent dismissal of multiple alarms, causing the user to miss the specific spo2 alarm. The overall risk of this event is "medium." The reported issue does not require further investigation through CAPA process since the issue could not be attributed to nk device malfunction after investigating the event logs and servicing the device. The following fields are not applicable (na) to the MDR report: b2. B6. B7. D4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns, but did not experience a failure: bsm: model #: mu-651ra. Serial #: (B)(6). Approximate age of the device: 57 months. Device manufacturer date: 07/17/2015. Unique identifier (UDI) #:(B)(4). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.